Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the discrepant na results is unknown. The pattern of results and the problem resolution with replacement of the v-lyte imt sensor is suggestive of a sample integrity issue. Sample handling contributed to the problem with the imt system. The user did not follow the sample tube manufacturers instructions for use. The operator failed to follow tube vendor instructions for centrifugation duration. The IFU for dimension vista v-lyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant sodium (na) results were obtained on a patient sample. The results were not reported to the physician. A redraw was done and the result from the redraw was reported. Patient treatment was not altered or prescribed on the basis of the discrepant na results. There was no report of adverse health consequences as a result of the discrepant na results.